Manufacturer narrative:
The pump was received with an unexpected blank display during the button press due to moisture damage on the lcd board. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was fading when the keys were pressed. The customer reported that they could not see the screen. The customer reported that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.